Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 304 mg/dl. The customer did experienced the symptoms such as nausea, vomiting and abdominal pain. The customer was treated insulin intravenous drip and manual injections at the hospital. The customer called in about her insulin pump and stated she was hospitalized last sunday and discharge today, she turned the sensor off and at that time insulin pump was out of battery for more than a day now it asked her to confirm the date and time. Customer stated that she can't move to saw the correct screen. Customer needed assistance in setting the insulin pump since it was out of battery more than a day due to her hospitalization. Customer was assisted in completing his insulin pump settings for the reservoir and tubing. The insulin pump will not be returned for analysis.